Event description:
It was reported that the plate broke 6-7 weeks post-op. Initial surgery was 2008. Revision surgery was the following month. All the screws were still intact; the plate and screws were removed. Revision was completed with a different size plate, an ar-13200m-06r, which was placed more medical than the previous plate, along with another brand of plate on the dorsal aspect of the 1st metatarsal. The surgeon was able to place 2 plates & 8 screws into the proximal 1st metatarsal. Bone graft used to fill the osteotomy was vitoss 1.2. Revision surgery was completed successfully. The post-operative rehab protocol was not provided nor info regarding patient compliance with it. No further pt info was provided at the time of this rpt or in follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The broken plate and intact 4 screws were received for evaluation; the complaint was confirmed. Visual inspection revealed the plate was fractured in two locations; both proximal and distal to its wedge. The plate was observed to have heavy abrasion. Function testing was not able to be performed due to device damage. Device history record review revealed nothing relevant to this event. Based on the info provided and device evaluation, the most likely cause of this type of event is patient noncompliance with the post-operative protocol. However, the degree of involvement of the noted abrasions and surgical technique used in this case could not be determined. This is the first complaint of this type of this part/lot combination. The potential causes of this event are being communicated to the event reported. If the additional relevant info is obtained, a follow up report will be submitted.